Event description:
It was reported to philips that the system failed to boot resolved via repair and software restoration on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repaired host mono, updated license, and restored ghost backup image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).